Event description:
During preparation for a coronary artery bypass graft surgrey, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complicatons were reported by the hosp.